Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. The primary reason for filter placement was due to no venous thromboembolism (vte) present but at risk for vte due to a prior vte and a profound anemia secondary to vaginal bleeding while on anticoagulation (contraindicated). The inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 26.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 13.7 degrees. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization or migration. Filter tilt was 6 - < 11 degrees. Analysis of the post-procedure x-ray reported no fracture, deformation, or embolization. Angle of filter tilt was 13.8 degrees in the ap view and 9.3 degrees in the lat view. On (B)(6) 2017 (186 days post-procedure), the patient had an x-ray performed after a mechanical fall. No treatment was required. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. There was evidence of filter deformation. The presence of thrombus in the ivc, pelvic veins, or lower extremities was not assessable. Additional information received 08feb2018: on (B)(6) 2017 (244 days post-procedure), a CT of the abdomen and pelvis with contrast was performed and revealed no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the sagittal and coronal plane was six degrees. There were eight grade 1 filter leg interactions with the ivc wall and four grade 2 filter legs. None of the grade 2 filter legs were associated with hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture sites. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: according to image review the celect-pt filter was placed in an infrarenal location without evidence of significant tilt or immediate perforation. However, imaging 244 days after placement demonstrated no evidence of significant tilt, but development of multiple grade 1 and grade 2 interactions; 3 primary filter legs demonstrate grade 2 interactions with the wall of hte ivc, extending into the pericaval fat and one primary leg extends into the ostium of a lumbar vein. Seven secondary legs demonstrate grade 1 interactions and one secondary leg extends into the ostium of the right gonadal vein. There is no evidence of haziness or stranding in the pericaval region to suggest inflammatory reaction. Furthermore, there is no comment in the complaint report regarding any symptoms that could be related to the observed penetrations. The reason for the perforations cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.